Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user fell on his head about 2 weeks ago and likely suffered a concussion. Explantation is planned.

Event description:
Hearing performance with the device is affected. The user fell, hitting his head about 2 weeks ago and possibly suffered a concussion. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.